Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a midly tortuous and severely calcified vessel. A 6.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported.